Event description:
Same case as mfg# 2134265-2008-03499. It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The totally occluded lesion being treated was located in the severely tortuous circumflex artery. The 2.5 x 28mm taxus liberte drug-eluting stent was advanced to the lesion, but was unable to cross. Another 2.5 x 32mm taxus stent and an ivus catheter were also attempted to cross the lesion, but were unsuccessful. The procedure was completed with an unspecified angioplasty balloon catheter. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
Returned product analysis noted the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed stent damage. No kinks or damage were noticed along the shaft of the device. Examination of the tip revealed tip damage. The tip was slightly flared. This type of damage is consistent with guidewire restriction. The most probable root cause is determined to be operational context. A review of the manufacturing records found that the device met its material, assembly and product specifications.